Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while in use that cs300 intra-aortic balloon pump (iabp) ECG waveforms were not displayed. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion), h11. It was reported that during use the cs300 intra aortic balloon pump (iabp) some leads of ECG waveform such as v lead were not displayed. Patient involved and no harm reported. A getinge field service engineer (fse) performed the operation check and there was no problem.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: d9.

Event description:
N/a.